Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose of 39 mg/dl at the time of the incident. The customer was given intravenous glucose and other oral medications to treat. The customer experienced symptoms such as seizures and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer mentioned another low event in (B)(6) 2018 where hey were hospitalized. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong event. The correct date has been added with this report.